Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014; the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report. This report is filed (B)(6) 2014. Device currently unavailable.

Manufacturer narrative:
Correction: the date of explant was (B)(6) 2014; not may 7, 2014 as previously reported. This report is filed june 24, 2014.

Manufacturer narrative:
This report is filed july 15, 2014.

Event description:
Per the clinic, the patient experienced pain around the implant site with and without device use. On (B)(6), 2014 the site was injected with steroids. The issue did not resolve and the patient discontinued use of the device. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.